Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device and was able to duplicate the reported issue. The reported issue was isolated to a failed exhalation valve performing out of specifications. The reported issue will continue to be internally investigated.

Event description:
The customer reported during initial testing upon receiving the avea ventilator, the volume guarantee neonatal mode breached the high pressure limit alarm and did not reset. When the test lung was made to have a decreased compliance, the corresponding pressure increase did not limit at 3 below the set pressure limit. The customer reported there was no patient involvement.